Event description:
It was reported that there was an right ventricular (rv) lead extraction during a generator change due to a lead fracture. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacemaker ((B)(4)), implanted: 2007 (B)(6); 5076-52 implantable pacing lead ((B)(4)), implanted: 2007 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary #(B)(4) - the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood and the outer insulation of the lead developed a cosmetic depression while in vivo. Destructive analysis was performed and visual inspection found the distal conductor ends fractured in-vivo/flexed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.